Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin which likely occured during repositioning. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after implanting this right ventricular (rv) lead there was noted severed tortuosity in the subclavian vein and thirty rotations were used to fixated the lead. The lead was implanted, and two days post implant pacing failure was noted, high thresholds were seen, and loss of capture occurred in the unipolar configuration. A repositioning procedure took place the same day, and upon doing a CT image a slight perforation was noted of the rv apex. Upon attempting to reposition the lead it was not possible to extend the helix after thirty turns. The ventricular lead was then pulled out to the atrium, and when removing the stylet about 10cm from the lead, the helix was extended. After a straight stylet was used, and the ez tool was rotated thirty turns in order to retract the helix, but it was unable to retract. The physician felt like there was an issue with the helix thus the lead was not used. The physician suspected that pacing failure occurred due to the suspected perforation of the ventricular lead in the apex, but it also it was alleged that a possible lead fracture occurred of the lead negative polarity. No additional adverse patient effects were reported.